Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, stating that the patient experienced a blood glucose up to 500 mg/dl with increased thirst and polyuria. The reporter indicated that the patient currently had a cold and the patient was very prone to highs and lows. The patient was reportedly treated with an injection and blood glucose levels decreased to 471 mg/dl. The reporter contacted animas again on (B)(6) 2013, to troubleshoot the event. The reporter stated that the patient had many health conditions that caused the patient's blood glucose to be erratic. The reporter stated that the issue was not related to the pump or pump settings but was related to the many health problems that the patient had. The reporter stated that the patient visited a health care provider since the event and adjustments were made to the pump settings and the patient's blood glucose levels were staying in the 100-200 mg/dl range. The reporter declined any additional review of the pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy which resolved with settings adjustments by the health care provider after the event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the daily insulin delivery totals appeared inconsistent due to a time and date reset issue. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, evaluation revealed an internal battery failure. Evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.